Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the side rail had struck a nurse in the head when extending the deck extensions. The nurse allegedly received a laceration above her left eye requiring medical attention where steri-strips were used to close her wound. A hill-rom area clinical director was onsite at the time of the incident and provided instructions on how to properly extend the deck extensions and unlatch the side rails after the alleged incident. It was suspected that due to the close proximity of the latching mechanism for the side rail and deck extension that the nurse had inadvertently unlatched the side rail where it struck her head. A hill-rom service technician was dispatched and performed an investigation but found all the side rails operating properly. The technician replaced a mattress side bolster upon finding a hole in it, but no other problems with the bed frame were found.